Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the lad. Approximately 9 months post procedure patient died of unknown reason. The investigator assessed the death as possibly related to the to the index device and anti-platelet medication.

Manufacturer narrative:
Cec adjudicated the death as a cardiac death. If information is provided in the future, a supplemental report will be issued.